Event description:
On (B)(6) 2010, patient reported the up button on the infusion device was not working properly. Issue began on (B)(6) 2010. Up button is raised and provides audible beep when pressed. Infusion device was not dropped, and patient has used this infusion device for 2-3 years. Patient boluses at least 4 times per day. Infusion device was not exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue.